Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein via 6fr sheath using the preclose technique prior to an mitraclip procedure. Reportedly, two proglide devices were successfully placed using the preclose technique. The sheath was upsized to 24fr and the mitraclip procedure was completed. When the second suture was being tightened, it was pulled quite harshly and the suture broke. The sutures of an additional proglide device placed. Hemostasis was achieved using the pre-placed sutures of the first proglide device and the sutures of the proglide device that were placed after the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.